Event description:
A (B)(6) male underwent a laparoscopic hepatectomy for treatment of a pancreatic mass. During the surgery the covidien stapler inadvertently released a staple into the pt's portal vein without the surgeon releasing the staple. The staple cut the pt's portal vein and the laparoscopic surgery was quickly converted to an open procedure to repair the vein and control bleeding.